Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose value was unknown. Customer reported no sound coming from pump. Audio options menu in the insulin pump was set to audio and vibrate. Customer stated that pump is not functioning with the beep test and about a month or 2 months ago and he found out he cannot hear any beep sound. Customer reported they did not hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.